Event description:
Per info received: the pt was diagnosed with paravalvular leak. The pt expired several months later. Date of death is unknown at this time. It is unknown if an autopsy was performed. Additional info has been requested.